Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the pump stop issue was not determined since product and data logs were not returned for investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported an unknown gender and age patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During impella support for patient of unknown age and gender, there was a pump stop. The pump was noted to have been restarted several times without success. The console was exchanged but the pump stopped again. Therefore, the pump was explanted. There was no reported patient harm.